Event description:
It was reported that the intra-aortic balloon (iab) was inserted with a sheath in the cardiac care unit. Soon after insertion, a high pressure alarm rang. The balloon membrane was then inflated by hand. The iab was reconnected to the pump and the iab functioned properly. Approx. Two hours later, the high pressure alarm rang again. As an iab issue was suspected, the iab was removed. Because the iab was used for auxiliary purposes it was not replaced.

Manufacturer narrative:
Eval: the intra-aortic balloon (iab), pump tubing, 60cc syringe and pressure line were returned. Spring wire guides (swg) were not returned. There was blood on all interior and exterior surfaces of the iab and pump tubing. Teflon sheath was on the catheter approximately 16.2 cm from the proximal end of the bladder. One-way valve was attached to the lock connector. Iab was bent/kinked, approximately 5.3 cm from the distal tip. A different swg was fed thru the central lumen with slight resistance met, approx. 5.3 cm from the distal tip, but exited the iab. A vacuum was pulled on iab and held. Iab was submerged and pressurized in water. Bubbles exited the bladder approx. 27cm from the proximal end of the bladder. The sheath was split around the hub and sutures tied at the sheath body. Catheter was cut down approx. 27.4 cm from the distal tip for further investigation of catheter inner wire. Catheter outer lumen had a sharp point on the inner coil which penetrated the bladder. A device history record re-review was conducted on the iab and it met all specifications and passed all in-process testing. The root cause of the customer complaint was due to the inner wire wrap on the outer lumen protruding thru the coating and penetrating the bladder. Management will continue monitoring complaint reports for any trends which may appear.